Event description:
A surgeon reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced a radial tear that extended to the posterior lens capsule in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear during the cortex removal. An anterior vitrectomy was performed and the intraocular lens (iol) was placed in the sculus. No additional complication and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found and all settings and parameters of the system were found to be within acceptable limits. System database video images indicated the absence of, or minimal, eye movement during the laser treatment. The surgeon stated standard continuous curvilinear capsulorhexis (ccc) surgical technique was used to remove the capsulotomy disc. The catalys system performed as design; however, the cause(s) of the tear is unknown.